Manufacturer narrative:
The displacement test could not be performed and no motor alarms could be verified due to a detached end cap. The insulin pump had dog chew marks. The insulin pump was received with minor scratches on the display window. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump got chewed by his dog and it alarmed unexpected restart, motor error and motor position encoder error. Blood glucose value at the time of the unexpected restart was 117 mg/dl; at the time of the motor error it was at 150 mg/dl. Customer could not check the alarm history and stated that the devise got damaged and is not functioning. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.